Manufacturer narrative:
Contrary to section d10; the device has not been received for analysis. (B)(4).

Event description:
During a meniscus repair using the fast-fix 360, it was reported that when t1 first deployed t2 also deployed along with t1. A backup device was available to complete the procedure. The implant was left in the joint unsupported.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿t2 pre-deployed.¿ the insertion needle with no implants/suture construct was received. The actuator was found in the pre-t2 deployment position. It was functionally tested and actuates and cycles per design. Without the full complement of the device, the complaint mode cannot be confirmed. Although the failure mode cannot be confirmed, an investigation has been initiated to determine the root cause of the pre-deployment issues. A review of the device history records did not identify any issues with the manufacture of this lot.